Manufacturer narrative:
Device analysis results: visual analysis of the returned device identified the device to be underweight, and broken shell was observed. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear broken and more than three striated openings in the anterior side. A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a sharp opening on radius due to an unidentified (tear) opening and more than three striated openings in the anterior side due to surgical damage.

Event description:
Patient reported left side ¿pain in breast started about 5 days ago¿ and ¿they had an ultrasound examination because they discovered a lump in breast." Ultrasound observed "irregularities with the implants." An mrt appointment confirmed rupture and leaking. Explanting surgeon reported capsular contracture baker grade iii-IV. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture, baker grade iii/IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture and capsular contracture, baker grade iii/IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side ¿pain in breast started about 5 days ago¿ and ¿they had an ultrasound examination because they discovered a lump in breast." Ultrasound observed "irregularities with the implants." An mrt appointment confirmed rupture and leaking. Explanting surgeon reported capsular contracture baker grade iii-IV. The device has been explanted.